Event description:
The urology case was finishing with the pt extended over the urine tray. The nurse installed the table leg extension in order to move the pt off the table. In the process of installing the leg extension the pt's finger was caught between the table and the leg extension mountng bracket. The pt's finger was cut and broken. This was an operator error according to the reporting hosp. All applicable personnel at the hosp were made aware of this occurrence and cautioned to take add'l care when installing the leg extension.